Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by tower door 6 not being detected on the communication bus. A field service engineer replaced the latch and harness to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system dayermain tower door failed to open and was not recognized during the recovery attempt, preventing users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient, since the user had to remove the medication from another station. There were no adverse events or injuries reported based on this event.